Event description:
A dialysis home patient reported a system error 2240 alarm in drain 2/4 during treatment using homechoice device. The patient noted the patient line of the homechoice set became disconnected from the patient's transfer set while he was asleep. The patient thought the connection was secure at set-up. The patient ended treatment at the time of the alarm and discarded supplies. There was no patient injury of medical intervention associated with this incident per the patient.